Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu flo solution set leaked blood from a "pinpoint hole in tubing". The event occurred after the patient returned from an MRI/CT procedure and was reconnected to monitoring in the cvicu. While the infusion pump was running levophed, the registered nurse (rn) observed blood backing up into the IV tubing, followed by a drop in the patient¿s blood pressure. The rn immediately began setting up a new pump and called for assistance. At that time, blood was observed dripping onto the floor from a pinpoint hole in the tubing. The rn stopped the infusion, disconnected the tubing, and obtained emergency levophed and new tubing to reprime the IV line. During this time, the patient¿s systolic blood pressure reportedly decreased to the 50 to 60 mmhg range. A medical doctor was present at the bedside, and a neosynephrine push dose was administered with minimal improvement. A new pump, tubing, and levophed infusion were initiated, after which the patient¿s blood pressure returned to baseline. No additional information is available.